Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor felt he could no longer open and close the jaws of the clamp. The clamp was carefully removed for inspection, and the attending personal observed that the pulley loose. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cable was loose.

Manufacturer narrative:
The instrument was found to have the grip cable dislodged from around the clamping pulley at the back end. As a result, the cable became loose at the distal end. Visual inspection displayed no signs of damage to the grip cable and the segment of the cable that contains the crimp was still intact. The probable root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.